Manufacturer narrative:
Device is currently unavailable.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015 due to tumor resection necessary for multiple large tumors. During the same procedure the patient was re-implanted with a new device. The device has not been made available for analysis as of the date of this report, (B)(4) 2015.

Manufacturer narrative:
Correction: the correct common device name is mhe, not mcm as previously reported.